Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the procedure was completed by opening another retention plates.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Affiliate had reported 2 lot numbers - 41886 or 54786 initially. However, it was not confirmed which of these is the impacted product. A manufacturing record evaluation was performed for both the finished device lot numbers (41886, 54786), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Additional narrative: UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by the sales rep via complaint submission tool the exprsew iii ac+ rtn plate 1ea. The retention plate did not load onto the auto capture. The plate fell out of the cartridge. The lot number was either 41886 or 54786. No patient consequences. No surgical delay. The device was discarded. The sales associate could not confirm the lot number of the device.